Event description:
It was reported that stent damage occurred. The 3.5mm x 38mm target lesion was located in the left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced; however, when the stent crossed the lesion, the middle part of the stent strut was lifted. The procedure was completed with another of same device. No complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38mm x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 3.5mm x 38mm target lesion was located in the left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced; however, when the stent crossed the lesion, the middle part of the stent strut was lifted. The procedure was completed with another of same device. No complications were reported and patient status was stable.